Event description:
Patient had an av sequential pacemaker implanted. Approximately 6 weeks later, during open heart surgery for replacement of the aortic valve, the right ventricular lead was found to have perforated the right ventricle and attached itself to the pericardium. The lead was pushed back into the right ventricle. Patient remains in intensive care unit awaiting repalcement of lead.